Event description:
It was reported that the artificial urinary sphincter (aus) is no longer working, therefore the patient is looking for a new urologist. No further information was provided.

Manufacturer narrative:
Date of event: estimated as first day of month prior to date of complaint.